Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Upon reloading, a minimum fill occurred with the cartridge having over 100 units of insulin. Customer loaded a new cartridge and received an accurate fill estimate. Blood glucose was 109 mg/dl.